Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl and bupivacaine via an implanted pump for non-malignant pain. It was reported that bolus 10x day, version: 1.01124. It was reported that last night they were on a sleep study and the handset kept saying no pump found and they were not able to bolus for several hours. It was noted after the sleep study they were able to bolus like normal. Agent reviewed possible emi. It was reported that the handset crashing and saying they need to restart the application and it takes a long time to bolus because the handset lags at 90 or 91%. The agent reviewed data and assisted the patient in deleting the data. The patient was able to connect to the pump with no lag. Agent reviewed general use of external devices. The patient confirmed bluetooth, sound and location are on. The patient called stating they had been getting the service code 338 occasionally and since the sleep study it was coming up every time. On 2025-07-02 the patient called again stating it takes 5-7 minutes per bolus, and they have already cleared the data like the previous agent instructed them to. The screen would get stuck on 91% for the last 3 years. The patient added that they continue to see code 338 and resetting the handset, closing all apps, and clearing data does not resolve the issue. The handset was 'not recognizing' and unpairs and repairs itself. The patient 10 boluses per day but they only use 7-8. The patient saw not found and 'it doesn't give them a bolus'. The patient tried to bolus for 30 minutes but, it would 'not load' and 'kept disconnecting'. Agent had the patient close all apps and enter my ptm. The patient saw the lockout screen without any issue. The agent offered replacement handset but, reviewed with patient that it may not resolve the issue. A request was sent to repair to replace the handset. 2025-07-08 rtg0838952 sap ecc 000304214081 [fedex box] (con) document contains no new information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID a820 lot # serial # unknown implanted: explanted: product type software product ID th90t01 lot # serial # (B)(6); implanted: explanted: product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.